Manufacturer narrative:
The reported event of inappropriate high voltage therapy could not be confirmed. The device¿s stored egms were reviewed, and the device delivered therapies normally based on how it was programmed. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested in the laboratory, and the device¿s function was normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device check. It was noted that the patient had received six inappropriate shocks for rapid ventricular rate due to atrial fibrillation. The physician wanted to perform av node ablation since rate was unable to be controlled via optimum medical therapy. The physician also questioned dependency reliability due to the advisory device status. The device was explanted and replaced on (B)(6) 2019. The patient was stable.